Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the instrument. The fse replaced blade wick assembly, optic switch cable and tube height sensor gap to resolve the issue, no further leaking was observed. The instrument software version is 5.4. (B)(4).

Event description:
The customer reported a contained leak from the cap piercer on their unicel dxc 600 pro synchron system. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.